Event description:
The patient's mother reported the patient's blood glucose levels rose to 432 mg/dl while wearing the pod for between 37 and 48 hours. Symptoms reported include dehydration, stomach ache, nausea and sweating. When removed from the infusion site (arm), the pod's cannula was found bent. A new pod was applied and the blood glucose levels were treated with injections. The patient's mother measured his ketone levels which read 0.7 mmol/l (12.6 mg/dl). Due to the high ketone levels, the patient was taken to the emergency room (ER) where he was given a saline infusion to bring the levels back to normal range. The patient was released after 1.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.